Event description:
Unable to walk/even with walker [abasia]. Not as comfortable as prior to synvisc injections [discomfort]. Pain after injection [arthralgia]. Pain killers had unpleasant reactions [adverse drug reaction]. Case description: spontaneous report received on (B) (6) 2008 from a female patient, initials (B) (6), who had a relevant medical history of "very successful" synvisc therapy "for 3 years" (3 previous series: first 2 successful), a "badly broken hip" 3 years ago, and the inability to walk on her own. The patient stated that the synvisc injections that she received previous to this year helped her greatly. At the advice of her rheumatologist, she received the first injection of her fourth series of synvisc injection (joint not specified) on (B) (6) 2008, after which, she experienced a "great deal of pain". She received her second synvisc injection on (B) (6) 2008, which was "even more devastating" and left her unable to walk for 3 days, even with her walker going around the house. The patient stated that it was determined that she could not have any more synvisc. At the time of the report, she was not in as much pain as she was for the couple of weeks after the second injection, but she was still not as comfortable as she was prior to the last 2 injections. The patient stated that she has had to take pain killers more frequently than previously, and she has experienced unpleasant reactions from them also. As of the date of receipt of this report, the patient outcome was not yet recovered. Additional information was received on (B) (6) 2008, from the treatment physician. The (B) (6) patient's relevant medical history was updated to include: 10 year duration of mild grade of osteoarthritis in both knees (right side worse than left), joint narrowing, hypertrophic lipping. Osteoporosis, vascular calcifications, previous treatment with nsaid's, previous treatment with steroids, and 4 previous series of synvisc injections in both knees. The patient received her most recent synvisc injections (lot# p0827, exp. Date; feb-2011) in both knees on the following dates: (B) (6) 2008, (B) (6) 2008. 2 ml of effusion was collected before each injection. On (B) (6) 2008, the patient experienced "pain after injection", "unable to walk/even with walker" and "not as comfortable as prior to synvisc". Treatment was required for the events. On (B) (6) 2008, the patient received the following treatments: hydrocodone (7.5/500, q6hr), advil (tid), lidoderm patches to knees, and prednisone (2mg/qam). The patient recovered from the events on (B) (6) 2008, and the reported relation to synvisc was "probable". The physician did not confirm that the patient experienced the event "pain killers had unpleasant reactions". The patient did not receive her third synvisc injection. See manufacture's number (B) (4) for other adverse events from this reporter.